Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had their device for bowel, but they were now having bladder issues and wanted to know if they could use the device for their bladder symptoms. It was mentioned patient had been able to handle bladder issues on their own for years, but now they could not make it to the bathroom due to incontinence. Additional information was received from a consumer repeating previously reported information that the patient was now having urinary issues, but the device had worked well for their fecal incontinence. The caller noted the patient saw a urologist and they suggested the device might also help with the urinary retention. The caller asked for assistance with changing programs, the patient was on program 4 at 6.0. The caller changed to program 2 but the patient did not feel stimulation even up to 8.5. It was recommended to change back to program 4 and follow up with the managing healthcare provider. No further complications were reported.